Event description:
I had a medtronic interstem-neurostimulator device implanted in (B)(6) 2017. I had an operation a few months before that required an MRI of my pelvis region and showed no symptoms of si joint injury. Immediately following the implant procedure, I noticed back pain. The back pain was not consistent until a few months after the implant. I asked my doctor about the pain and he said it was from the procedure. In (B)(6) 2018, I had to have the device taken out because it was pushing itself out of my body. The wires and the battery pack were moved. Not only did the device shock me multiple times but my back was in horrible pain. I went to chiropractors and asked my doctor why and was eventually told, by the doctor who put the device in, that I probably have si joint dysfunction (bilateral). He suggested I see an ortho doctor, so I did. The ortho doctor diagnosed me with bilateral si joint dysfunction and arthritis after an MRI and since then I have had 2 si joint injections and I am getting ready for a 3rd. I have spent thousands on chiropractors and products to try to help. I have called medtronic and asked them to tell me if anyone has reported back pain/si joint issues following the device implant and they refused to tell me. They said I have to talk to my doctor. I called one more time to medtronic and again, they would not tell me anything. I asked my doctor and he said he has not heard of that occurring and that was the end of it. I did not have si joint issues prior to the device implant and a year later I did. I cannot see why the people at medtronic will not give me the data, why they will not tell me if this is something that has been reported. I just want to know if it is and if so, I want them to tell people before they agree to the device implant.